Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria chelonae. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria chelonae. There was no report of patient injury.

Manufacturer narrative:
Through a follow up report livanova (B)(4) learned that the heater cooler system 3t was promptly taken out of service and removed from the operation theatre after the positive air germ measurement was received. It was reported furthermore that the facility always disinfected their devices according to the instructions for use (IFU) before first commissioning, as well as in the required intervalls. Also daily water change was performed. It was stated that the department has not the test results, also they do not know about the detailed procedure of the sampling. This was reported to be done by the hygiene department. From a further follow up communication livanova (B)(4) learned that the measurement with the positive result was done approximately 30 cm behind the air outlet of the heater cooler system 3t. It was stated that the device was in running mode during the measurement and that the results from the water samples identified mycobacterium chimaera and mycobacterium chelonae, livanova (B)(4) identified that a previous deep disinfection procedure was performed on the heater cooler system 3t. A review of the data from the previous deep disinfection performed in 2015 was done. The final results of microbiological sampling show that on (B)(6) 2015 the unit was released back to the customer germ-free (0 cfu/no ntm). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.